Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there were episodes of noise that resulted in oversensing on the right ventricular (rv) lead. It was suspected that the lead was damaged which contributed to the noise and oversensing episodes, however, no diagnostic imaging was performed to confirm lead damage. A revision procedure is anticipated to resolve the event, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.